Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and a nalyzed.analysis of the device memory indicated oversensing associated with the right ventricular lead.lead alert for right ventricular (rv) lead noise. Save to disk data has been cleared since then, no oversensing or sensing integrity counter (sic) was observed. Impedance trends are stable and within range. (B)(4).

Event description:
It was reported that the patient's right ventricular (rv) lead had alert for noise. The lead remains in use. No patient complications have been reported as a result of this event.